Event description:
There was an allegation of questionable elecsys ferritin and elecsys vitamin b12 immunoassay results for 2 patient samples on a cobas e 801 analytical unit. For sample 1, the initial ferritin result was 1.44 ng/ml. The repeat result was 29.3 ng/ml. For sample 2, the initial b12 result was 100 pg/ml with flag. The repeat result was 1013 pg/ml. The repeat results were deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The b12 reagent lot number is 74084504 and the expiration date is 30-apr-2025. The ferritin reagent lot number is 730731. The expiration date was not provided. B12 calibration was last performed on 17-oct-2023. Ferritin calibration was last performed on 04-jan-2024. The qc recovery data provided was acceptable. The alarm trace showed two sample foam detection, two sample clot detection, and one reagent short alarm. The field service engineer (fse) performed an instrument check. The investigation is ongoing.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The root cause of the issue was related to defective assay tips. The tip lot used is covered by a roche initiated recall. The customer was informed to stop using the affected tips. The affected tip lot was not distributed in the united states.